Event description:
Patient had laparoscopic prodedure and was discharged home. Patient returned to emergency room stating that when she was using the toliet an item fell out of her later identified as the small tip from the cohen cannula.what was the original intended procedure?laparoscopic right salpingectomy.device #1is this a laboratory device or laboratory test?no.